Event description:
Complainant alleged that during the incoming inspection of the device the handles failed impedance testing. The complainant indicated that there was no pt involvement in the reported malfunction.